Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The driveline cover was removed from use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6935m62 lead implant date: (B)(6) 2015 UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient driveline cover was stuck and unable to move. It was noted that the patient had no symptoms, no alarms and the vad was running within normal limits. A driveline cover removal and replacement will be scheduled. The vads dl cover remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Additional products: d1: heartware ventricular assist system ¿ vad d4: model#: 1103 / catalog#: 1103 / expiration date: 30-sept-2017 / serial#: (B)(6) d9: no h3: no h4: mfg date: 30-sept-2015 h5: yes d1: controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 11-jan-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller exhibited an unexpected loss of power due to setting up the new controller for a driveline (dl) cover replacement and prophylactic controller exchange. The patient was admitted to intensive care unit (ICU) and was started on an intravenous (IV) continuous vasoactive medication during the procedure. A new cover was placed on the dl and reconnected to a new primary controller within approximately nine (9) seconds and ac adapter and battery were immediately connected and the vad restarted. The patient tolerated the procedure well and was hemodynamically stable throughout the reconnection. It was noted that there was old tape on the dl that had been placed by the site at an unknown date, for a small tear on the dl sheath approximately one (1) inch from the strain relief. The old tape was removed, and a dl sheath repair was performed. The new dl cover was checked to see if it could easily slide on and off the connector after the sheath repair, and it slid without difficulty. The patient tolerated both procedures well and was discharged home. The vad remains in use. The dl cover and controller were exchanged. No further patient com plications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline boot cover (lot no. (B)(6)) was returned for evaluation. (B)(6) and three controllers ((B)(6), (B)(6), and (B)(6)) were not returned for evaluation. No performance allegations were made against (B)(6) and (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the driveline boot cover and (B)(6) ¿s device history records confirmed that the associated devices met all requirements for release. There was no evidence that (B)(6) or the associated driveline boot cover had been previously serviced by a medtronic employee. A review of the controllers¿ device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed a controller power up event without an associated motor start event was logged on (B)(6) 2024 at 08:43:40, indicating that the driveline was not yet connected to the controller. An additional controller power up event with an associated motor start event was then logged at 13:21:31. Various parameters, incl uding time, patient ID, and pump ID were programmed between the controller power up events, indicating that the power up events occurred during the initial programming of the controller and then the controller was put in use during the reported controller exchange. Log file analysis associated with (B)(6) did not reveal any anomalies associated with the reported event during the analyzed period. Controller log files associated with (B)(6) were not available for analysis. On-site inspection revealed that the boot cover was difficult to pull back on the driveline. Visual inspection of the returned driveline boot cover revealed that the driveline cover was in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Visual inspection also revealed foreign material within the driveline boot cover, likely due to the handling of the device. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. On-site inspection of the driveline cable also revealed a previous repair performed by a vad coordinator. Upon removal of the repair, on-site inspection revealed damage to the outer sheath. As a result, the reported events were confirmed. A driveline cover removal and driveline sheath repair were performed to mitigate the reported conditions. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. Based on the available information, the most likely root cause of the reported driveline damage event may be attributed to factors such as normal wear over time or improper handling. The most likely root cause of the observed controller power up events associated with (B)(6) can be attributed to initial programming of the controller and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.